Manufacturer narrative:
During the application software reinstallation process, it was determined that the system lacked a loudspeaker. The fse was advised that the speaker was lost by the customer. The fse informed the biomed that the loudspeaker system is a fundamental piece of hardware, and its ability to instantly report alarms and alerts from the patient bedside monitor to the nurse's desk is crucial for patient intervention. The customer was informed that the loudspeaker system, which performs these vital functions, should not be deactivated. The customer was advised to order a replacement speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
It was reported that patient information center ix did not have a loudspeaker to provide alarm alerts. The device was not in use on a patient at the time of the event. There was no adverse event reported.